Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available

Event description:
According to the reporter, the device does not clipped. No injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one ultra shears. The jaw operated properly upon actuation of the handle but failed a grasping test. The device was disassembled and damage to the probe housing groove was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the damage to the probe housing groove is consistent with excessive material or an obstruction being compressed in the jaws as the trigger is connected to the groove and the jaws are closed. Any damage to the groove interface will result in the handle bottoming out and the jaws not closing completely. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.